Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, and minor scratches on the display window and case.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported a motor error alarm. Customer's blood glucose was 92 mg/dl. The customer stated the insulin pump was not exposed to an x-ray or magnetic resonance imaging machine. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.